Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing was observed due to post-paced t-wave oversensing. Technical support was contacted and suggested reprogramming the device to resolve the issue. The issue will be resolved by reprogramming the device at follow-up. The patient was in stable condition.